Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation purposes related to excessive air condition. A visual inspection was performed and no defect was observed. The sample then failed a functional test since air bubbles were present through whole set during priming process. Although the reported condition was confirmed, the root cause was not identified. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink system buretrol set with drip chamber in which the drip chamber failed causing air in line. The condition occurred during patient use. It is unknown if there is patient injury or medical intervention associated with this report. No additional information was available.